Event description:
It was reported that the 9800 system had a filament regulator error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank, backplane, and filament regulator were replaced by a third party technician. The system was found to be working as intended, and put back into service.